Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. During the lead replacement procedure, the lead fell out quite easily and it was noted that the lead helix had separated from the lead and remained implanted in the pericardium and could not be retrieved. The remainder of the lead was explanted and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal end/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated apparent explant damage. The analyst noted the distal end electrode was pulled out of the lead and not returned. If information is provided in the future, a supplemental report will be issued.